Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified biliary artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon did not inflate and a pinhole was noted. The device was simply removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was fine.

Manufacturer narrative:
Lot number corrected from 0026872871 to 0026707670. Expiration date corrected from 02/25/2024 to 01/27/2024. Device manufacture date corrected from 02/25/2021 to 01/27/2021. Device evaluated by MFR.: a mustang 12mm x 4cm, 75cm was returned for analysis. A visual examination identified that the balloon was not subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. No issues were noted with the returned device which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified biliary artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon did not inflate and a pinhole was noted. The device was simply removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was fine.